Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not boot up. Upon troubleshooting, the rse found that the system application did not start, and the screen remains stuck in a loop on the startup of the suite pc. The issue persisted even after restart. The rse suggested an onsite work to reload the suite pc software. The philips field service engineer (fse) visited onsite and reloaded the suite pc software which resolved the reported issue. After reloading the suite pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up, I was stuck in a booting loop. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.